Event description:
The patient was undergoing a thrombectomy procedure for an acute ischemic stroke using a penumbra system 5max ace reperfusion catheter. During the procedure, while the 5max ace reperfusion catheter was being removed from body with a trevo stent retriever inside the ace catheter, the ace catheter fractured near the hub outside of the body. The physician completed the procedure without any adverse effect on the patient.

Manufacturer narrative:
The proximal end of the 5maxace reperfusion catheter was fractured underneath the strain relief approximately 2.3 cm from the hub. The device was returned for analysis and has been evaluated. The complaint indicates that the 5max ace reperfusion catheter was being removed from the patient with a trevo stent retriever inside the 5max ace reperfusion catheter. The 5max ace reperfusion catheter fractured near the hub outside of the body. Evaluation of the returned device revealed that the 5max ace reperfusion catheter was fractured approximately 2.3 cm from the hub. Based on the description of the event and the product evaluation, this issue was likely caused by mishandling when removing the device from the patient. If the catheter is torqued at an angle or with too much force applied at the hub end while the catheter is being removed, damage in the area of the hypo-tube strain relief may occur.